Event description:
It was reported that the insulin pump alarmed button error and had scrolling numbers. The blood glucose reading was 234 mg/dl. The customer stated that she had been working out in the yard prior to the alarm occurring. She declined troubleshooting for the keypad and high blood glucose. Advised discontinuation of the insulin pump. She stated that the blood glucose level was due to what she was eating, not the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that all the buttons did function properly. However, moisture damage was found on the keypad traces. No button error alarm noted during testing. No ramping numbers on their own or scrolling bar moving anomaly noted. The device did function properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. The unit was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and broken pump belt clip slot.